Event description:
On july 7, 2025, (B)(4) (dealer) reported an incident to motion concepts lp involving a motion concepts wheelchair. According to the end-user's mother, the wheelchair's tire locked while the user was in the washroom and then suddenly released, causing the user to lunge forward at high speed. Her head struck a toilet roll dispenser, and she was admitted to the hospital for observation. A CT scan was performed, which showed no injuries, and she was discharged on (B)(6) 2025. The end-user's mother reported that this was the first occurrence of such a malfunction and also confirmed that she was not wearing the postural belt at the time of the incident. The dealer inspected the wheelchair on june 26, 2025, and confirmed that the malfunction occurred again during their inspection. It was also noted that the end-user has systemic juvenile rheumatoid arthritis and experiences delayed development and growth.

Manufacturer narrative:
The reported powered wheelchair system was shipped by motion concepts to (B)(4) (dealer) in ontario, canada, on july 30, 2024, in accordance with the dealer's request. The powered base associated with the incident was manufactured by a third-party supplier and the manufacturer has been notified of this incident. The wheelchair was returned to motion concepts for evaluation and rework. During the evaluation, an intermittent issue with the base motors was identified as there was unexpected motor locking behavior. It was also noted that the end-user was not wearing the postural belt at the time of the incident, which contributed to the incident. Motion concepts includes the following warning in its owner's manual regarding postural belt use: 'warning! Risk of serious injury or compromised user safety not wearing your postural belt could result in serious injury or compromised safety. · always wear your postural belt. Your postural belt helps reduce the possibility of a fall from the wheelchair.' To address the incident, motion concepts reworked the system, replacing both base drive motors. The caster assembly and headlight kit were also replaced as a courtesy. This incident was caused by a malfunction of a third-party manufactured product, not a motion concepts product. Since personal injury was involved, we consider this incident reportable.